Event description:
It was reported that the customer was hospitalized for high bgs. It was stated that the pump was not delivering insulin. Troubleshooting was performed. The programming and bolus history in the pump were accurate. Instructed customer to remove the device and to contact the doctor for back up plan.